Manufacturer narrative:
The device was explanted and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Investigation is completed to date. Information suggests this device remains in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a battery voltage that decreased from 2.84 to 2.67v over approximately a four month time period. The device declared the elective replacement indicator (eri) with charge times of 21 seconds. The patient reported tones from their device and was concerned of premature depletion. Technical services advised replacing the device. No adverse patient effects were reported.